Manufacturer narrative:
Investigation results: visual investigation: the product was received without packaging and in used condition.the investigation was carried out by a subject matter expert in the aesculap technical service. During the test, the front area of the handpiece was found to be heating up. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability 1(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the error complained about by the customer could be reproduced. During testing, the front part of the handpiece heated up. During disassembly, no deviations could be detected on the product. The product was then reassembled, after that the error could not be reproduced again. A possible cause could have been an excessive amount of oil or grease in the handpiece. This leads to heating and smoke development at a high speed of the ball bearings. It would also be possible that the milling cutter used was slightly deformed. This could have displaced the ball bearing position. No other complaints from this batch were found in the system. A check of the inspection document also revealed no deviation. The exact cause cannot be traced. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with ga849 -elan 4 electro craniotome 2-ring. According to the complainant, there was heating and the smell of smoke during installation. Patient harm was unknown. The adverse event / malfunction is filed under aag reference (B)(4).